Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 136 mg/dl at the time of the call. The customer stated they were at a baseball game and the spouse accidently delivered too much insulin to the customer while trying to treat the customer's high blood glucose level of 300 mg/dl. The customer's blood glucose went as low as 20 mg/dl. The paramedics were called and the customer was transported to the hospital (B)(6) 2015. The customer was off the insulin pump during their hospitalization but the customer received a button error alarm after trying to continue insulin pump therapy. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump functioned properly and passed functional test including displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.